Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "after revising this total knee the doctor inspected the poly and has concerns that this insert shows signs of early wear and pitting along with delamination of the insert. The primary surgery looked to have implanted the tibial component in about 20 degrees or rotation with respect to the tubercle. Surgeon would like this insert evaluated and the wear addressed as to whether it was true poly wear, or a result of the primary misalignment that attributed to the wear seen on the insert."